Event description:
The manufacturer received information alleging a ventilator inoperative error code was discovered in a bipap a30 silver device's event log during evaluation. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no patient harm or injury reported with this notification. The device was not in patient use. During the evaluation of the device at a third-party service center, a ventilator inoperative error was confirmed in the event log. The technician recommended replacing the device's circuit board to address the issue. No further investigation is required at this time. Additionally, the device was inspected for foam particles, and no foam particles were discovered inside the assembly.